Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the implantable neurostimulator (ins) migrated. The event resulted in an unscheduled clinic or office visit. An examination of the patient was done on (B)(6) 2016. During the examination, the patient stated the ins disturbed them more since it was going down near the inguinal region and pubis. The hcp decided to reposition the device. A revision was done and the ins was moved up. The etiology was related to the device or therapy and not related to the implant procedure. The outcome was ongoing.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was discomfort at the implant site. The device disturbed the patient. The outcome was reported as resolved without sequelae.